Event description:
It was reported that air bubbles were observed within the infusion set tubing. Reportedly, the customer was disconnecting at the t:lock. Tandem technical support educated the customer that disconnecting at the t:lock is off label per the tandem user guide. Customer primed the tubing to address the issue. Customer¿s blood glucose level was 300-400 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.